Manufacturer narrative:
Product analysis #(B)(4): performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application crashed could not be confirmed but was deemed plausible. Analysis of the service logs found the customer comment that the mobile programmer application froze was confirmed. Analysis of the service logs found the customer comment that the mobile programmer application had a performance lag was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application crashed and froze out during atrial threshold testing. It was noted that the mobile programmer was providing pacing at 80 beats per minute (bpm), and the threshold screen greyed out and became unresponsive with question mark characters appearing in the mode box leading to pacing being unable to be stopped and exiting the screen was not possible. It was further reported that prior to the threshold testing, the mobile programmer application appeared to lag and was slower than expected to respond to selecting on-screen options. Troubleshooting steps were taken to include performing a restart of the mobile programmer application which resolved the issue. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.5.